Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 alarm; the rigid tube was dented; and the universal cable was scratched. A root cause could not be identified. Based on the results of the investigation, it is likely b30 error code and no image were due to the universal cable. Based on the results of the investigation, a root cause for the malfunctions identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: malfunction was identified during a laparoscopic surgery that was able to be completed using a similar device.

Event description:
It was reported the rigid video scope experienced image did not display issue during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.